Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: please clarify: the device could not apply firmly the staple line or couldn't apply the clips on the cystic duct tissue at all - the sides were not fully closed or applied one over the other. In the first case, the clips were loose on the tissue. Did the device fire clips at all? Yes. Was the device difficult to fire? No. Some of the clips were not firmly attached on the tissue; yes. Did any of the clips fall off the tissue and into the patient? Yes. If so how were the clips retrieved? With a grasper or dissector forcep. Did the retrieval of the clips alter the procedure or post-op care? Before the end of the procedure. Which firing of the device did this event occur on? Not specified. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing, the device could not apply firmly the staple line or couldn't apply the clips on the cystic duct tissue at all. Some of the clips were not firmly attached on the tissue and some others had abnormal shape. The firing button was not locked. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.